Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The customer stated that the patient had a history of cornea guttata. Although this would be a possible contraindication for a laser assisted treatment, there is insufficient evidence to support that the reported guttata contributed, or is relate to, the choroidal detachment. Additional information regarding the patient¿s medical and ocular history was requested. However, no additional information was obtained. Based on the information obtained, and other possible contributing medical health factors to a choroidal detachment, the root cause of the reported event could not be determined conclusively. (B)(4).

Event description:
A surgeon reported a case of choroidal detachment observed at six days post laser assisted cataract surgery, and feels the laser may have contributed to this event. Reporter indicated the patient was sent to a retinal specialist for possible additional treatment. Attempts have been made to obtain additional patient information; however, no additional information has been received to date.

Manufacturer narrative:
Previous corneal incisions are listed in the labeling as a contraindication for corneal treatment with the femtosecond laser. The prior lasik surgery, combined with the patient¿s pre-existing cornea guttata, would have sufficiently compromised the cornea to exclude the use of the femtosecond laser to perform corneal treatment for this reported patient. The customer submitted questionnaire indicates that the laser was used to perform primary, secondary, and arcuate incisions for this case. It is possible that the laser treatment exacerbated the, already, compromised cornea. It should be noted that the report of low intraocular pressure (iop) could be related to corneal incisions that were unable to seal after the surgery was performed. This could have led to a collapse of the anterior chamber and allowed the vitreous chamber to pull forward. A possible outcome of the vitreous chamber pulling forward is a detached retina; which is consistent with the reported choroidal detachment of this case. Based on the additional information provided by the customer, there is no evidence to support that the design or integrity of the femtosecond laser system contributed, or caused this event. As the system was used on a patient with a contraindication, the root cause of this case can be attributed to the user not following the instructions provided in the operator¿s manual. Based on the information obtained, the root cause of the reported event can be attributed to the user not following the instructions provided in the operator¿s manual. The customer has been notified and reminded of the available contraindications list provided in the operators manual. (B)(4).

Event description:
A follow-up questionnaire was received from the customer with additional information about the patient and the event. According to the customer, 48 hours after preforming the surgery, the anterior chamber of the patient¿s eye had narrowed. In addition, the customer stated that they observed ¿hypotension¿ in the eye; indicating low intraocular pressure (iop) or hypotony. Following these observations, the reported choroidal detachment occurred. The customer also included that the patient had a prior lasik surgery performed on the eye. Lastly, the customer indicated that all possible laser treatments (i.e. Capsulotomy, lens, arcuate, primary, and secondary incisions) were performed and completed with no reported system issue observed.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the reporter indicated no additional treatment required from the retinal specialist. However, patient did experience ocular hypotension and a very narrow anterior chamber within the first two days post cataract procedure.